Event description:
In 2009, the lay-user/patient contacted lifescan (lfs), alleging that the one touch ultra meter does not turn on. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with insulin-no adjustments. The power issue began (one week ago). It is not known if the patient was able to obtain her blood glucose reading, and if the patient took any action in regard to her diabetes treatment after the power issue began. The patient allegedly developed symptom of "lightheaded" sometime after the product issue began. Reportedly the patient obtained a blood glucose reading of "400 something mg/dl" on the doctor's/clinic's meter at an unspecified date and time in the next day, the patient's healthcare provider treated the patient with insulin during a doctor's office visit. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptom, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the patient's diagnose and treatment at the doctor's office, why the patient was treated with insulin, and what blood glucose readings the patient obtained during her doctor's office visit. During troubleshooting, the reported issue was not resolved. There is no evidence of product misuse. The battery was not replaced per the owner's manual. The lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. This complaint is being reported because the patient claimed she received a "400 something mg/dl" on a doctor's meter and was treated with insulin after the product issue began. Based on the reported high reading and the reported medical intervention, there is evidence that would suggest the patient received treatment for acute complication of hyperglycemia. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.